Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked with the twist clamp closed. This was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye was performed which observed a broken occluder foot which caused the leak. The occluder feet, contained in the main body and covered by the sleeve, clamps the tubing closed when the twist clamp is turned from the open position and locked in closed position. The reported condition was verified. The cause of the condition could not be determined however, potential causes of occluder feet damage include if the device was exposed to foreign solvents, dyes, or cleaning agents that could damage the transfer set or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.